Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a bilateral ureteral stent placement procedure and, during preparation, the stent was found fractured. The procedure was completed with a non-boston scientific device and there were no patient complications reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the first percuflex stent, and 2124215-2025-25845 for the second percuflex stent.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a bilateral ureteral stent placement procedure and, during preparation, the stent was found fractured. The procedure was completed with a non-boston scientific device and there were no patient complications reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2025-25648 for the first percuflex stent, and 2124215-2025-25845 for the second percuflex stent.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: block h6 device code has been corrected.